Manufacturer narrative:
The reported complaint of the autopulse platform's (serial #(B)(4)) drive shaft got stuck was confirmed during the functional testing. The root cause was due to a sticky drive shaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor. During visual inspection, no physical damage was observed on the autopulse platform. The archive data was reviewed and showed no discrepancies. The autopulse passed the initial functional test without any fault or error. Upon further testing, the sticky drive shaft was confirmed. Deburring of the clutch plate was performed to remedy the problem. Following service repair, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed all functional test. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During on-site training, the zoll personal noticed that the autopulse platform's (serial #(B)(4)) drive shaft got stuck. No patient involvement.